Event description:
It was reported that; on (B)(6) 2014, 1st revision surgery was performed. Th11-s2ai were fixed. Primary surgery was performed at other hospital. Primary surgery date and the reason of the revision are unknown. After that, l3-s1 were fusion, l3 left screw and both side rod breakage were found. Then, 2 rods are added to th12-l5 and unstable part has been reinforced in 2nd revision on (B)(6) 2016.

Manufacturer narrative:
Result: no product was returned and no lot# or catalog## were provided since the implant is still implanted. Device evaluation and manufacturing and complaint history review could not be performed. Conclusion: the plausible root cause of this event is likely to be fatigue due to the length of implantation.

Event description:
It was reported that; on (B)(6) 2014, 1st revision surgery was performed. Th11-s2ai were fixed. Primary surgery was performed at other hospital. Primary surgery date and the reason of the revision are unknown. After that, l3-s1 were fusion, l3 left screw and both side rod breakage were found. Then, 2 rods are added to th12-l5 and unstable part has been reinforced in 2nd revision on (B)(6) 2016.